Event description:
This report is being filed after the subsequent review of the following journal article, chen, l., zhang, g., song, d., guo, s. And yuan, w. (2012). A comparison of percutaneous reduction and screw fixation versus open reduction and plate fixation of traumatic symphysis pubis diastasis. Arch orthop trauma surg, 132, 265¿270. The authors conducted a prospective study to compare the outcome of open reduction and plate and screw internal fixation (group p) using synthes pelvic reconstruction plate or device of competitor and percutaneous screw technique (group s) with arbeitsgemeinschaft fur osteosynthesefragen synthes device, 7.3 millimeter cannulated compression screw in the treatment of traumatic pubic symphysis diastasis. Ninety patients with traumatic symphysis pubis diastasis were treated from january 2003 to december 2009; the mean time of follow-up was 21 months. Forty-five patients were treated by percutaneous screw fixation; forty-five patients were treated by plate and screws fixation. The demographic, distribution of fracture patterns, blood loss, incision length, fixation failure, malunion, revision surgery and functional scores were compared. Eighty three cases were left for follow-up after exclusion of seven cases. The authors reported implant failure in five group s patients (12.2 percent) and eight group p patients (19 percent). Malunion was seen in eight group s patients (19.5 percent) and 14 group p patients (33.3 percent). Thirteen of these malunions were secondary to implant failure; however, three cases in group s and 6 cases in group p were the result of an inability to obtain anatomic reduction intraoperatively. Two group s patients and six group p patients with malunion and recurrent pain underwent revision surgery. Two patients in group s and eight patients in group p had infection in surgical incisions which were treated with antibiotics and dressing changes. This is a reportable malfunction report for patients in group s: implant failure (five); malunion, three of which were the result of an inability to obtain anatomic reduction intraoperatively. This report is for an unknown 7.3 millimeter cannulated compression screw. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for an unknown 7.3 millimeter cannulated compression screw. (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.